Event description:
The complainant reported that a ventricular tachycardia ablation was being performed on a patient implanted with an impella cp. While mapping with an optrell catheter, the catheter got tangled with the pigtail of the implanted impella cp pump. With some difficulty, the physician was able to free the catheter and remove the optrell device. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings, cautions, and precautions ¿avoid manual compression of the inlet and outlet areas of the cannula assembly.¿ impella cp with smartassist for use during cardiogenic shock and high risk pci section: warnings & cautions: warnings ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The investigation of device interaction or damage by another device has been completed. The impella device was not returned for evaluation. Based on the clinical description, the root cause of the device interaction is most likely due to use as the optrell catheter became caught in the pigtail of the impella during mapping.